Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were not receiving any stimulation sensation whatsoever from their device. The patient stated the device connected and did everything it was supposed to do but they got no sensation whatsoever. Patient services reviewed therapy expectations and stimulation considerations with the patient and the patient stated when they first got the implant, they didn't feel any sensation and they called the help desk and they helped the patient pick a particular setting that was usually successful for their symptoms and they could feel the stimulation real strongly in their testicles and they had the patient back the stimulation down to comfortable level. The caller said they were told that setting would probably be sufficient for them but if it wasn't, they could go back up to a higher stimulation level again, however then the therapy wasn't working again so the healthcare provider (hcp) put them on more pee pills and since then, the therapy hadn't been working at all. The patient said they took it upon themselves to try every setting, however nothing helped. The patient said on certain set tings, if they went all the way up "to 8" they'd feel the stimulation in their feet however they already had neuropathy in their feet (patient confirmed it was not related to the device/therapy) and that made the neuropathy worse so they would take it back down again. The patient stated this had been going on since some time in 2025 after getting the implanted system. The patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed the role of patient services as well as the role of the manufacturer company representative (rep) and provided the patient with the national answering service (nas) number to provide to their hcp so the hcp could page a rep if needed to check the implanted system and diagnose the issue. The patient stated they had an appointment with their healthcare provider in about an hour or so and that they would discuss their symptom concerns with the healthcare plan and provide the hcp with the nas number.